Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. Per customer follow up: the device was precleaned before it was returned. The customer did not know the nature of the foreign material. During pre-cleaning: the a/w nozzle was flushed with water and air. Customer rarely used espumisan in the instrument channel after dissolving with water and injecting. Instructions for use (IFU) were followed in precleaning and manual cleaning during reprocessing. There were no abnormalities in the accessories used for reprocessing. The reportable malfunction was confirmed, however, the foreign material was not identified. Based on the results of the investigation, it is likely the following led to the malfunction: - since the material adhered to not an outer surface of the scope, the material was not removed by reprocessing. Presumable cause: we presumed that humidity invaded the lg-lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. However, we could not confirm the suggested event nor specify occurrence cause of the suggested event with the actual device since the device was not returned to mbc. The event can be detected/prevented by following the IFU: reprocessing manual chapter 5 reprocessing the endoscope operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during inspection of the device, the air/water tube and cylinder of the duodenovideoscope had foreign material and the light guide lens had a stain. There were no reports of patient involvement.